Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a yankauer. The customer reported that the yankauer broke prior to the curvature after placing the yankauer under the pt's pillow in the recovery room in preparation for extubation. Not used on pt.

Manufacturer narrative:
Submit date (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.